Event description:
Resident was being transferred by mariss lift from bed to chair when one leg came out from the hoyer sling popping out of the stay in which it attaches. Resident fell to the floor hitting their buttocks and then their head and obtaining a laceration to their head that required 9 staples.